Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that it seems the ball of the probe did not work during the surgery. The surgeon changed for a new one and continued the procedure. There was no patient impact or injury.

Manufacturer narrative:
Analysis found that the tip fit securely in the handle. The resistance of the assembly (not including the tip) shall measure less than 0.3ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.1ohms. The probe was plugged into a nerve monitoring system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; the system showed no stim return or waveform. When viewed under magnification, the black insulation (heat shrink) was pulled over the ball tip which prevented stimulation. The insulation was slid back away from the tip and when functionally tested again, there were no issues. There was a wrinkle in the insulation approximately half way down the tip. The insulation color was lighter at the proximal end similar oxidization. If information is provided in the future, a supplemental report will be issued.